Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-01461.

Event description:
The patient was undergoing a coil embolization procedure to treat a pancreatic cyst using ruby coil lps and a non-penumbra microcatheter. During the procedure, a ruby coil lp would not advance within its introducer sheath; therefore, it was removed. Subsequently, the same issue occurred with another ruby coil lp; therefore, it was also removed. The procedure was completed using non-penumbra coils. There was no report of an adverse effect to the patient.